Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the green reload was inserted in the jaws of the stapler, with the retaining cap attached, and the tech noticed the reload was not seating properly in the jaws of the stapler. The reload was removed from the stapler and the tech noticed the sides of the sled were slightly detached from the reload. A second like reload was inserted in the jaws of the stapler and the procedure was continued to completion with no consequence to the patient.